Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that at approximately 6:00 pm, the patient¿s wife checked the patient¿s blood glucose using a blood glucose meter (bgm), which yielded an extremely high result (exact value not provided). However, the patient's dexcom g7 continuous glucose monitor (cgm) indicated a critically low glucose level at the same time. The patient did not take any treatment and went to bed wearing the dexcom g7 device, though the insertion date was unknown. At approximately 2:00 am on (B)(6) 2025, the patient received a low glucose alert from the cgm. In response, he consumed orange juice and cookies. The patient reported experiencing frequent low glucose alerts during this period, which he managed with oral intake of orange juice. The patient awoke at 10:00 am feeling extremely thirsty and contacted a neighbor for assistance, as he has rheumatoid arthritis and was unable to retrieve orange juice on his own. At 3:00 pm, the patient¿s wife returned home from work and found him unresponsive. Emergency services were contacted, and the patient was transported to vernon jubilee hospital. Upon arrival, his blood glucose was measured at 70 mmol/l and cgm was "low". The patient was in coma for 5 days and remained hospitalized as of the follow-up call on (B)(6) 2025. During hospitalization, the patient was administered insulin via intravenous infusion. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.